Manufacturer narrative:
Typographical error corrected.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 1 four days in both eyes, foreign body sensation in right eye post treatment. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in right eye. Bcva from (B)(6) 2015: right eye pre-op 20/20 3.25 x -1.00 x 45, left eye pre-op 20/20 3.75 x -.50 x 159. Bcva from (B)(6) 2015: right eye post-op 20/30, left eye post-op 20/30. Bcva from (B)(6) 2015: right eye post-op 20/25 -.75 x .00 x 104, left eye post-op 20/25 -1.00 x .00 x 90.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.